Event description:
Device malfunction: filter basket unretrieved in artery. Time of malfunction: during procedure. Symptoms/ae: embolus. It was reported that during a revascularization stenting procedure, the emboshield filter was placed over a non-compatible wire. Upon removal of the embolic protection device delivery system, the filter basket remained in place in the internal carotid artery and migrated distally to the level of the carotid siphon. Three attempts to remove the device with different snare devices were unsuccessful. A surgeon was consulted, who believed that the filter basket sits too distal to be removed surgically. The patient had no neurological symptoms. An MRI showed signs of small areas of embolization, therefore, the patient has been anticoagulated with aspirin, clopidogrel and warfarin. Two perfusions studies were reported as within normal limits with good collateral perfusion; therefore, it was decided to leave the filter basket in the current location and continue with aggressive monitoring. Though requested, no add'l info was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The emboshield instructions for use (IFU) (warnings) states: "only use a rx barewire. Use of any guidewire other than the rx barewire will lead to the loss of the filtration element or an inability to retrieve the filtration element." The customer reported the device remains in the patient's anatomy. The lot number was not identified; therefore, a device history record review could not be performed.